Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler with no issues noted. The cycler weighed fill volume values were within tolerance. A ¿go/no go gauge¿ check was performed and passed. A system air leak test and a valve actuation test were both performed and passed with no issues noted. Load cell verification was performed and found to be within tolerance. There were no discrepancies encountered during the internal visual inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance troubleshooting an issue with the cycler. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was disoriented and cut the lines to their cycler, and went to the hospital on (B)(6) 2018 for pulmonary embolisms in both lungs. The cause of the emboli was not confirmed, but is thought to be due to deep vein thrombosis, of which the patient has a history. It was confirmed that the patient did not experience fluid overload. The patient remains in the hospital, where pd therapy is being continued, but it is unknown if any fresenius device(s) or product(s) are being utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance troubleshooting an issue with the cycler. Upon follow-up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was disoriented and cut the lines to their cycler, and went to the hospital on (B)(6) 2018, for pulmonary embolisms in both lungs. The cause of the emboli was not confirmed, but is thought to be due to deep vein thrombosis, of which the patient has a history. It was confirmed that the patient did not experience fluid overload. The patient remains in the hospital, where pd therapy is being continued, but it is unknown if any fresenius device(s) or product(s) are being utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.